Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of hemorrhage and death are listed in the proglide instructions for use (IFU). Based on the information reviewed, there is no indication a product quality issue. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. It should be noted that the proglide IFU states the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site.

Event description:
It was reported that suture placement in both moderately calcified common femoral arteries was completed with proglide devices, using a pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. The right common femoral artery access site was upsized to 18f and the tavr procedure was completed. Hemostasis was achieved using the successfully preplaced sutures of two proglide devices on both sides. Reportedly, three hours after the procedure was completed the patient had low blood pressure. Two and one half hours later the patient died. The cause of death was retroperitoneal hemorrhage. Autopsy was not performed and the physician could not determine if the retroperitoneal bleed was related to the use of the proglide devices. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.